Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider stiff so implant lost" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Device analysis: the sample cannot be evaluated since a functionality test cannot be performed due to the condition of the injector. The category/subcategory of injector ¿ slider resistance is unable to verify since a functionality test cannot be performed due to the condition of the injector. The needle guide (with the needle within) was observed to be severely bent. The white portion of the needle guide was observed to be pulled out of the injector. The complainant did not report that the injector was damaged, or that the needle guide (with the needle within) was bent. The needle guide (with the needle within) is so severely bent that the needle cover cannot be inserted properly onto the needle guide. The condition of the injector and needle guide (with the needle within) is likely due to complainant handling; therefore, no further evaluation of either the damage observed to the injector, or the condition of the needle guide (with the needle within) is required.

Event description:
Healthcare professional reported a xen®45 gts "slider stiff so implant lost" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.